Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein an additional paddle lead was implanted. The patient was doing well postoperatively.